Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a follow up in clinic. Atrial lead noise was observed. There were episodes of auto mode switch noted as well. Noise could be reproduced by isometrics. Programming changes were performed. Repeat isometric exercises revealed that the oversensing was occurring but was reduced.